Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Additional patient results provided on (B)(6) 2020, samples analyzed (B)(6) . Sid (B)(6) 6.8, 5.0 sid (B)(6) 6.5, 4.4 sid (B)(6) 6.7, 4.7 (another alinity),4.6 sid (B)(6) 7.4, 4.9 sid (B)(6) 6.5, 3.8 sid (B)(6) 6.8. 4.3 sid (B)(6) 7.1, 4.9 sid (B)(6) 6.5, 4.8.

Event description:
The customer reported falsely elevated potassium (k+) results generated on the alinity c analyzer on six patients. Results provided (mmol/l): sid (B)(6) 6.9, 3.7, 3.8 sid (B)(6) 6.5, 5.0 sid (B)(6) 6.6, 5.1 sid (B)(6) 7.1, 4.9 sid (B)(6) 6.8, 4.4 sid (B)(6) 6.7, 4.7 normal reference range 3.5- 5.1 mmol/l. Additional patient results provided on 24nov2020, samples analyzed 02nov-09nov. Sid (B)(6) 6.8, 5.0 sid (B)(6) 6.5, 4.4 sid (B)(6) 6.7, 4.7 (another alinity),4.6 sid (B)(6) 7.4, 4.9 sid (B)(6) 6.5, 3.8 sid (B)(6) 6.8. 4.3 sid (B)(6) 7.1, 4.9 sid (B)(6) 6.5, 4.8 no impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. A review of ticket trending did not identify any complaints that were similar for falsely elevated potassium patient results. The trend review by the product list number found no trends related to this issue. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier sid's: (B)(6).

Event description:
The customer reported falsely elevated potassium (k+) results generated on the alinity c analyzer on six patients. Results provided (mmol/l): sid (B)(6) 6.9, 3.7, 3.8; sid (B)(6) 6.5, 5.0; sid (B)(6) 6.6, 5.1; sid (B)(6) 7.1, 4.9; sid (B)(6) 6.8, 4.4; sid (B)(6) 6.7, 4.7. Normal reference range 3.5- 5.1 mmol/l. No impact to patient management was reported.